Manufacturer narrative:
(B)(4). Device manufacture date: 05/12/2010 for lot number 100512; 06/08/2010 for lot number 100608. Method: the returned mr340e chambers were visually inspected for cracks. Results: vertical cracks were found in the water inlet ports of the returned chambers. A lot check revealed (B)(4) other complaint of this nature for lot number 100512. A lot check revealed no other complaints of this nature for lot number 100608. Conclusion: the mr340 chamber is a reusable humidification chamber. It is likely that the returned chambers have been autoclaved while the water inlet port caps were still connected. It creates enough stress in the water inlet port to cause it to crack. Our user instructions that accompany the mr340 chamber specify: "to prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning". (B)(4).

Event description:
A hospital in (B)(6) reported that three mr340e infant reusable humidification chambers had cracked from top to bottom. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device manufacture date: 05/12/2010 for lot number 100512; 06/08/2010 for lot number 100608. Manufacturer narrative: the complaint mr340e chambers have only recently been returned to fisher & paykel healthcare in (B)(4) and are currently being investigated. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported that three mr340e infant reusable humidification chambers had cracked from top to bottom after one month of use. This occurred with seven other chambers as well. No patient consequence was reported.